Event description:
A customer observed positively biased vancomycin (vanc) results for a proficiency fluid and one pt sample. No biased pt sample results were reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4). Note: this 3500a is the second of two mdrs filed for this event: two devices were involved in the event.

Manufacturer narrative:
Investigation into this event found that there is no evidence to suggest that the vitros 5,1 fs analyzer or vanc reagent pack was not performing as expected. The root cause of this event is unk, however, vanc pack reagent and calibrator handling could not be ruled out as a potential root causes. The suspected root cause is inconsistent handling of the vanc reagent and or calibrator fluids beyond the MFR's recommendations.